Event description:
At 2:10 am night staff found resident with lower part of body with buttocks resting on the floor. Right arm was extended upward with neck between railing and mattress. Resident was unresponsive, right arm purplish in color. Unable to hear blood pressure, no radial or apical pulse, and no respirations. Resident had expired.